Event description:
The customer reported that a patient receiving cisplatin was walking back to her room when the spike from the infusion set disconnected from the chemotherapy bag port resulting in a cytotoxic spillage on her husband and the physiotherapist. From the reported info, there are no indications of serious injury to the patient or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (b(4). This report was filed by the manufacturer. The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.